Event description:
It was reported that at implant, the left ventricular lead was placed in a sub optimal position and the patient did not feel any better after implant. The lead was functioning satisfactorily. On (B)(6) 2013 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was replaced.